Event description:
The surgeon reported that the stapler was non-functioning during case. The device did not load properly. Multiple attempts were made to use the stapler. A new stapler was obtained to finish the case. It is unknown if the new device was of the same or different lot.